Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. It was clarified that the patient was on the ventilator for 3-5 minutes while setting it up and the vent was alarming high internal oxygen, so the patient was swapped to a different ventilator. There was no additional harm to the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 11dec2020.

Event description:
The customer reported high internal oxygen, but the patient is breathing ok. There is a patient on the device but again she is breathing ok. The device was ventilating a patient, however no harm was reported. The customer was unwilling to provide further information. The customer reported the issue was resolved, however they were unwilling to provide further details.